Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00736, 3005168196-2020-00737.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod coils, ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra sheath. During the procedure, the pod coil pusher assembly became kinked during advancement through the lantern. It was also reported that the pod coil was unable to advance more than halfway through the lantern. Therefore, the pod coil was removed. The same issue occurred with the ruby coil; therefore, the ruby coil was also removed. The physician then decided to remove the lantern and exchange it for a new one. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.